Manufacturer narrative:
As reported, capsure fixation device fasteners head detached and caused some significant bleeding. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during sacrocolpopexy procedure when capsure fixation device was used in attempting to fixate into bone (sacrum), three different fastener heads broke off and caused some significant bleeding. It was reported that due to broken fasteners the procedure became very challenging when trying to remove the broken fasteners out whereas the patient was safe.